Event description:
Jacc: clinical electrophysiology 8.9: 1067-1076. Elsevier inc. (Sep 2022) "initial clinical experience with a novel 8-spline high-resolution mapping catheter",received: 26 september 2022, steinfurt, johannes fifty consecutive procedures among 46 patients were retrospectively analyzed regarding safety, efficacy, and acute procedural success defined as termination or noninducibility of clinical tachycardia, conduction block across an ablation line, or pulmonary vein isolation. In addition, another 10 patients with sustained atrial tachycardia mapped with the 5-spline catheter (2-5-2 spacing) or the novel 8-spline catheter (2-2-2-2-2 spacing) were analyzed. A pericardial effusion occurred with one patient that was not related to mapping and 2 patients experienced an av fistula or hematoma.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.